Event description:
The facility representative reported a flo-gard infusion pump with an unknown problem. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a flo-gard infusion pump with an unknown problem was not confirmed or reproduced by baxter service personnel; however, quality engineering has reviewed the service evaluation and has determined that a defective battery found during servicing of the pump confirms the customer's condition. The root cause of this condition was determined to be a defective main battery. The main battery was replaced to correct the condition. A service history review was performed and revealed that this device has not previously been sent in for the reported condition of an 'unknown problem'. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.